Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The drive support cap was inspected and anomaly was noted. Unit was received with scratched display window.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was under 30 mg/dl. Customer stated that the drive support cap is pushed in. Nothing further was reported.